Event description:
It was reported that the a latitude alert occurred for "therapy off". After discussion with the clinic, it is suspected that the patient received a left ventricular assist device recently and the therapy had not been programmed back on. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. This is normal device function. There were no adverse patient effects. The device remains implanted.